Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was maintaining normothermia on arctic sun device but the temperature was down to 36.2c and was at 37.0c now. The arctic sun device was alerting low flow (alert 02). The user disconnected and reconnected the arctic gel pads using proper technique but the flow rate was 0.0 l/m. The user ran diagnostics and the flow rate was 2.1 l/m, the inlet pressure was -9psi and the circulation pump command was 50% range. The user reconnected pads one by one but flow rate was still reading 0 l/m. The user connected pads to a second device but still the user was getting low flow. Mss advised to switch out pads and if they still had issues, asked to call back. Per follow up via nurse on 26may2021, the user switched the arctic gel pads and worked fine. Pads would not be sent in.

Event description:
It was reported that the patient was maintaining normothermia on arctic sun device but the temperature was down to 36.2c and was at 37.0c now. The arctic sun device was alerting low flow (alert 02). The user disconnected and reconnected the arctic gel pads using proper technique but the flow rate was 0.0 l/m. The user ran diagnostics and the flow rate was 2.1 l/m, the inlet pressure was -9psi and the circulation pump command was 50% range. The user reconnected pads one by one but flow rate was still reading 0 l/m. The user connected pads to a second device but still the user was getting low flow. Mss advised to switch out pads and if they still had issues, asked to call back. Per follow up via nurse on 26may2021, the user switched the arctic gel pads and worked fine. Pads would not be sent in.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "user cuts or punctures pads or pad lines". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pads ifus are found to be adequate based on past reviews. The device was not returned